Event description:
It was reported that a pt underwent a sling procedure on an unk date. Following the procedure, the pt experienced blood and discharge vaginally. Six days later, the pt found that the mesh had ruptured through the vaginal wall. A revision was performed in 2008. The pt was diagnosed with stress urinary incontinence. The pt had painful knots in the pelvic mesh which cannot be found. The pt had to have rectal surgery and healing was impaired. Three weeks ago, something burst in the urethra. The pt experienced urinary retention. Physician was unable to remove all of the mesh.

Manufacturer narrative:
(B) (4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.